Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported that it seemed like the implantable neurostimulator (ins) had gotten to the point where the patient would sit and could only get 50%, stating that if they were at 25%, they would charge for an hour and only get 50%. It was mentioned that the ins was "low" on the day of the report. The patient ensured good coupling and had been recently reprogrammed/switched to a new group. It was noted that the healthcare professional adjusted the settings a couple of months ago, and the patient noticed charge interval change about a month ago. The patient did not charge their ins 100% full. It was reviewed that charging ins could take up to 8 hours if ins was depleted. It was also reviewed that the equipment appeared to be functioning as intended. No symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated that they were told that this time was incorrect. The problem was that the ac charger wire that plugs into the charger had broken twice due to bad design. The patient received a new wire and charger.